Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow button became intermittently unresponsive today. He noted that the button still springs back as expected when pressed. The patient denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that he wears the pump in his pocket.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were intermittently responsive during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.